Event description:
It was reported by the patient's attorney that the patient underwent a cervical spinal surgery with implant of allograft and an anterior cervical plate with screws. Post-op some aspect of the construct was broken and the patient underwent a revision surgery to replace the product.

Manufacturer narrative:
(B)(4) (revision surgery), (B)(4). The device or applicable imaging studies were not provided to the manufacturer. We are unable to determine cause of the event.

Event description:
It was reported in the patient medical records that the patient with a history of cervical degenerative disc disease and motor vehicle accident underwent surgery on (B)(6) 2009 to treat c4-5 and c5-6 stenosis and herniated disc. Surgery performed was c4-c5-c6 anterior cervical discectomy with micro surgical foraminotomies and ventral spinal cord decompression, c4-5, c5-6 interbody fusion with allograft and c4-c6 anterior cervical plate instrumentation. Post-op, symptoms of radiculopathy had resolved. The patient did report some continued pain and dysphagia which was reportedly expected following the surgery. X-ray reviews during post-op visits on (B)(6) 2009 and (B)(6) 2009 showed hardware intact and in good position. X-rays taken (B)(6) 2010 show a screw fracture at c4 approximately 6mm posterior to the plate with minimal backing out of the screw head. C5 and c6 screws were all intact. Good incorporation is noted at c5-6 and questionable incorporation at c4-5. CT scan on (B)(6) 2010 confirmed pseudoarthrosis at c4-5 and two broken screws at c4. Fusion at c5-6 was solid. Patient had complaints of radiating pain in the neck and upper back, with some tingling and numbness and having difficulty swallowing solids. A swallow study was done which showed no obstruction from the cervical plate or screws. Based on swallow study results the surgeon recommended to leave the anterior plate implanted and perform a posterior cervical fusion at c4-5 . No details of a revision surgery were provided.

Manufacturer narrative:
(B)(4).